Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode that revealed undersensing. Technical services (ts) discussed that there were low amplitudes, provided troubleshooting steps and recommended an x ray to confirm that the device is in a good position. The health care professional (hcp) planned to review this information with the physician. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode that revealed undersensing. Technical services (ts) discussed that there were low amplitudes, provided troubleshooting steps and recommended an x ray to confirm that the device is in a good position. The health care professional (hcp) planned to review this information with the physician. No adverse patient effects were reported. This product remains in-service. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to adverse event related to patient condition.